Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Date of issue is an approximation. Patient stated that they got into a car accident and at the time of the event had low blood sugar. It is unknown if the patient was wearing the device at the time of the incident. There was no alleged device malfunction. No additional event or patient information was provided.